Event description:
Info received indicated that when the brakes were activated the casters would swivel.

Manufacturer narrative:
The hill-rom technician noted that the casters were worn. He replaced the casters and the bed functioned to specifications.